Event description:
It was reported that the customer experienced multiple occlusion alarms, including alarm 2 followed by alarm 26. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. To address the alarms, the customer was instructed by technical support to disconnect tubing and perform maneuvers to release any potential occlusions. The customer followed recommendations to replace supplies and resume insulin therapy. A follow-up plan was outlined to reduce the frequency of future occlusion alarms, including placing the infusion set on a different site and using insulin at room temperature.